Event description:
Patient reported that their pump broke and they need a new one as soon as possible. Patient reports they were unable to complete their last infusion due to the pump issue. Patient did not provide the device serial number. While patient did report a missed dose, they did not report experiencing any adverse events due to the missed dose or the pump issue. Device is available for return upon patient receiving return shipping materials. Patient is infusing 10.5 gm/105 ml of gamunex-c 10%, made up of 1-5 gm/50 ml vial, 1-2.5 gm/25 ml vial, and 3-1 gm/10 ml vials. No additional details, dates, or information provided.